Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report recurrent mitral regurgitation, tissue damage and prolonged hospitalization. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. On (B)(6) 2020, one xtr clip was successfully implanted, reducing mr to 1-2. Then on (B)(6) 2020, transesophageal echocardiogram (tee) showed recurrent mr grade of 3 and deterioration. The clip was stable on both leaflets. The physician stated the recurrent mr with tissue damage is due to mitral valve disease. On (B)(6) 2020, the patient was readmitted and underwent a second clip procedure to treat the recurrent mr and tissue damage. One additional clip was implanted, reducing mr to 2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on available information, the reported mitral regurgitation (mr) and tissue damage appear to be due to worsening patient condition. Additionally, the reported patient effects of mr and tissue damage are listed in the instructions for use as known possible complications associated with mitraclip procedures. The reported hospitalization and additional therapy/non-surgical treatment (additional procedure mitral valve) are the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.na.

Event description:
N/a